Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reiterated that both stents were "a little low" but well implanted with no issue. Reportedly, a back-up device was used to complete the procedure with ¿two (2) stents implanted perfectly¿. Reportedly, the patient has stable intraocular pressure (iop) with good results.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified; however the report noted that patient anatomy and surgeon technique likely contributed to the event. MFR# reference: (B)(4).

Event description:
It was reported that during a trabecular microbypass stent system procedure, the surgeon inadvertently implanted both stents in the scleral spur. Per report, both stents were solidly placed slightly under the trabecular meshwork (tm), and there was no report of patient injury. The report noted that patient anatomy and surgical technique/experience contributed to the malpositioning of the stents. Additional information has been requested.